Manufacturer narrative:
The suspect device is expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
During placement of the biliary catheter, when removing the inner stiffener, the stiffener became stuck inside the catheter and broke off while still in the patient. The physician removed the catheter and stiffener together and placed a new catheter for the patient. No patient injuries or adverse events to report.

Manufacturer narrative:
The suspect device did not return for evaluation. Therefore, the complaint could not be confirmed and the root cause could not be determined. A review of the device history record found no exception documents for this lot number. A review of the complaint database found no related complaints for this lot number.